Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation, establishing a relationship between the reported event and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the pump failed to produce suction. Further investigation after opening the device revealed that the tube set were pinched thereby restricting airflow. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the wound pump is not suctioning. No case involved.